Manufacturer narrative:
The customer returned both meter and strips for investigation. The returned test strips were measured with the returned meter using liquid qc of a high level. Testing results: qc 1: 2.9 inr, qc 2: 2.9 inr , qc 3: 2.9 inr . All inr values were within the specified maximum difference between measurements. No error messages occurred. The returned material and the retention material meet specifications. Coaguchek uses human recombinant thromboplastin. Therefore, comparability to other human recombinant thromboplastins is best, whereas higher deviations can occur with other thromboplastins. However, those higher differences between thromboplastins of different (rabbit, bovine based) origin are not a coaguchek specific issue. Similar differences can be observed when a human recombinant thromboplastin-based laboratory method is compared against several other (rabbit, bovine-based) laboratory methods.

Manufacturer narrative:
Occupation was lay user/patient.

Event description:
The initial reporter received questionable results from coaguchek xs meter serial number (B)(4). The customer used two different lots of test strips, but could not recall which lot number of test strips she used for each of the tests. This medwatch will be for lot 36887121. Refer to the medwatch with patient identifier (B)(6) for strip lot 30497423. The results from the meter around 12:00 pm were 3.9 inr and 4.2 inr. At 2:00 pm, the result from a laboratory was 2.6 inr. The reagent was requested but was not known. There was no allegation of an adverse event. The therapeutic range was 2.5 inr - 3.5 inr. The customer was not anemic, had no heparin, no antiphospholipid antibodies, no direct thrombin inhibitors, no new medication, no new illnesses, no diet changes, and no bleeding or bruising. The suspect product was requested to be returned for investigation. Replacement product was sent. Retention test strips (368871 and 304974) were tested in comparison to masterlot #28632180 (recalibrated lot to rtf/09) on internal reference meters. For this purpose, two human blood samples from marcumar donors and two internal reference meters were used. No error messages occurred. Retention material complies with specification.